Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was bubbling at the hub of the bd insyte¿ autoguard¿ shielded IV catheter. Saline leaked "I put in a 22g IV catheter on a (B)(6). Easy IV insertion no re-positioning needed. I retracted the needle using the white button, noted a small amount of blood at insertion site, wiped with gauze. Attempted to flush IV catheter, there was bubbling at the hub of the catheter with leaking of the saline. I removed the catheter due to the defect. I did not save the IV catheter due to contamination with blood." "This was the first time I had an issue like this. I did not place another IV in the pt. The md stated I did not need to at the time, however the patient was admitted and I think did require an IV while inpatient. I would say I probably placed 3 or 4 22g IV that same day without incident." Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Device/batch history record review was not conducted as a lot number was not provided for this incident. Observations and testing could not be performed because units were not received for investigation of this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. The root cause of this incident is indeterminate. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.